Event description:
It was reported the external pulse generator (epg) case needs to be replaced. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case and lower case were broken and contaminated. It was also noted that the high rate cover, caution label and side bails were missing, the control knobs, heartwire contact block, battery drawer, battery drawer end cap, battery contacts and heart lead flex were contaminated, one battery latch and the side bail covers were broken, and the battery flex was corroded.